Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No problems were found that would result in the reported needle mechanism failure. The pod generated an 0x9b alarm, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. No problems were found that would contribute to the observed 0x9b alarm, the cause of which could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prematurely prior to pod application and activation, indicating a needle mechanism failure. The patient further noted that the cannula became stuck on her thumb upon deployment. There was no impact on the patient's blood glucose levels reported.